Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). The patient stated that they were having a lot of numbness on their right side and they went into the hospital on (B)(6) (talking about (B)(6) 2020) and they were still having trouble. They stated that they got out of the hospital on the 7th and the pain was still there. When asked when the pain started, they stated it was ¿ongoing¿. When asked again, they just stated it hadn¿t helped since it was put in ((B)(6) 2019). The patient stated that the pain started getting worse on the ¿1st of july¿ (patient services took this to mean of 2020). When asked if the hospital found anything or did anything to help this, they just said ¿they just gave them pain meds¿. They stated that the numbness and pain were ¿mainly on the right as they had rsd¿. They stated that they felt stimulation was just on their left side so they wanted to see someone to move it to the right side.